Event description:
A (B)(6) female called in to zoll lifecor customer support to report that she was chasing one of her kids and the electrode belt got stuck on something and broke. The patient stated that the cable was completely detached from the monitor. Support provided the patient with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has not been completed. Will submit supplemental report upon completion of evaluation. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.